Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the device was fully clip deployed with the thumb advancer unlocked and retracted approximately 3 mm proximal of the completion window. The instructions for use states, after the thumb advancer is unlocked to retract the thumb advancer as far proximal as possible until resistance is felt, to decrease any interaction between the clip delivery tubeset and the locator wings. The internal components at the proximal end of the safety release rod were found pushed inward out of its retaining tabs, which indicates that the safety release had been pushed rather than slid to collapse the locator wings. Additionally, the locator wings were found bent, which could interfere with their automatic collapse after clip deployment. The locator wings bent and broken condition is consistent with tissue compressed between the locator wings and the distal end of the clip delivery tubeset during thumb advancer distal deployment creating the difficulty encountered during device removal. Based on the investigation findings, the root cause for the difficulty encountered during device removal is related to the operational context in which the device was used. No manufacturing or quality inspection issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after clip deployment, difficulty was encountered removing the device. In accordance with the instructions for use, a dilator was inserted into the access ports unlocking the thumb advancer and clip delivery tubeset enabling them to be retracted proximally, which released the device from the tissue tract. When the device was removed, bleeding continued. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.